Event description:
The end user alleges he was driving down a steep hill when the scooter began to pick up speed. The end user panicked and shut off the scooter. The scooter tipped over, and the end user fell off. The end user sustained a fractured right wrist and abrasions to his left knee.

Manufacturer narrative:
Device eval anticipated, but noy yet begun. Waiting for the return of the unit. Cannot draw any conclusions at this time.